Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: line sensor w/cover assy. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a customer need a line sensor as its not calibrating and swapping it resolved the issue, need a cf distribution board as its burnt from fan connector. There was no donor involvement.